Event description:
It was reported that non-sustained oversensing episodes due to a suspected myopotential inhibition was observed. Programming changes were recommended. No further information available.

Manufacturer narrative:
(B)(6).